Manufacturer narrative:
Detailed product information was not available as the event occurred post procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that seven weeks after a pulmonary vein isolation (pvi) ablation procedure involving a farawave catheter, the patient experienced recurrent atrial fibrillation which was treated by adjusting the patient's oral medication and performing diagnostic tests (ultrasound/echocardiogram/tee/tte). The patient's condition was resolved. It is unknown if the device is still available for return.